Event description:
Discrepant glucose results were obtained for several pts. Initial results were obtained on an advia 2400 and reported to the nurses. The nurses questioned the results and checked the samples via poc accucheck verifying the discrepancies. The sample were rerun on a difference advia chemistry instrument. The corrected results were reported to the nurses. There was no report of adverse health consequences or known pt intervention as a result of the discrepant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The instrument and instrument data were analyzed. The fse performed a general checkup and cleaning on the instrument. The cause of the discrepant glucose results was an improperly functioning liquid level sensor (lls). The instrument was repaired. The fse replaced the lls. The instrument is performing within specs. No further eval of the device is required.